Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on 06/05/2026 by (B)(6) that the 51-year-old, female patient states "the small plastic retaining plug/pin that secures the band hook mechanism to the appliance has come off. Because the retaining piece is no longer in place, the hook will not remain properly secured. This makes it difficult to replace the bands as directed and raises concerns about causing additional damage to the appliance during normal use." The patient was informed to discontinue use of the device as well as return the device. The device broke in the patients mouth while she was sleeping; there was no harm caused to the patient.